Event description:
Allegedly, midway through a hysterectomy procedure, the tip came off the end of the blade into the pt. Doctor used a grasper to retrieve; it fell out of the grasper once, and then doctor grasped it again and removed it from the pt. He replaced the blade and completed the procedure with no impact on pt reported.

Manufacturer narrative:
The weld was compromised and the 1.5" tip came off the end of the blade. We have no other reports of this occurring. We are returning this instrument to the MFR for further eval.